Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: cer option type 1 tpr sleve +6, catalog #: 650-1068, lot #: 2900905. Medical product: g7 osseoti 4 hole shell 64mm h, catalog #: 110010250, lot #: 6459948. Medical product: vivacit-e dm bearing 28x50mm, catalog #: 110031015, lot #: 64731446. Medical product: g7 dual mobility liner 50mm h catalog #: 110024466, lot #: 755990. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00415. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that the patient dislocated over the weekend and was revised for instability on (B)(6) 2021.

Event description:
It was reported, that the patient dislocated over the weekend and was revised for instability on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: product has not been returned for evaluation, therefore the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Without the opportunity to examine the complaint item, a definitive root cause cannot be determined due to insufficient information. Review of complaint history identified 11 similar complaints for item 650-1055 including the initiating complaint in the last 3 years, and no additional complaints for the same item and lot combination. Review of complaint history identified no additional similar complaints for item 650-1068 in the last 3 years, and no additional complaints for the same item and lot combination. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. It has been confirmed that the item is not within the scope or subject of any field actions or recalls which could be attributed to reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2021-00415-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: product not returned.